Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Root cause: the exact root cause of the optical sensor errors is undetermined, but the presence of an intermittent air gap between the patient pump cable and the optical pump connector could point to a potential use issue.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller (aic) console experienced an optical sensor error during support. The aic was swapped for a new unit to continue patient support. No patient harm was reported.